Manufacturer narrative:
Beginning (B)(4) 2012, us and (B)(6) customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their zimmer air dermatome. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 3/7/1990 and was last repaired on 1/10/2006 for a non-related issue. Eval of the device observed no anomalies during operation and the customer's reported event could not be reproduced. Minor wear was observed to the neck, the head and control bar of the device. Prior to repair, the device was outside calibration specifications at the zero and 0.0100" thickness settings on the right side. The device was out of specification on all thickness setting on the side to side calibration. Customer did not state any info on the power source, air pressure or air hose utilized during the reported event. Given that the unit has not been returned to zimmer surgical for repair in seven yrs, it is likely that the internal components of the motor became worn over time, likely causing the customer's reported event. Lack of preventative maintenance most likely caused the wear to the unit, as well as the lack of calibration. The device was serviced and returned to the cu...

Event description:
It was initially reported that the zimmer air dermatome was broken. Add'l clinical f/u with the customer indicated that the issue occurred prior to surgery when the device was hooked up to the hose and the device started "bubbling" as if not enough air was getting to the device. The staff tried switching out the hose, but the issue continued so another device was retrieved for use during the procedure. There was no pt involvement or delay in the start of the surgical procedure.